Event description:
It was reported that the pump's fill estimate dropped unusually fast. The customer's blood glucose level was impacted (300 mg/dl).

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report be submitted.